Event description:
It was reported that the stent broke inside the patient. A percuflex nephroureteral stent was selected for use. However, during the procedure the stent broke and the end piece was somewhere inside the patient's body. No known patient complications were reported.

Manufacturer narrative:
Date of event: used (B)(6) 2022 as there were no information provided.